Event description:
An operating room supervisor reported that following an intraocular lens (iol) implant procedure, a patient is experiencing halos and glares. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4). This report was mailed to FDA on 06/13/2014. The manufacturer internal reference number is: (B)(4).